Manufacturer narrative:
D9 date for device photo is received , device is not returned . Additional, changed, and/or corrected data: a4, b3, b5, h6. Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side capsular contracture baker grade iii.

Event description:
Physician reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported right side capsular contracture baker grade unknown. Device has been explanted.